Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the films returned. Pre-implant anatomy is unknown, and images during the intervention when the tip reportedly detached during removal of the delivery system were also not available for review. CT¿s pos t-intervention were also not available. CT¿s returned from 3 weeks prior to the intervention revealed that an endurant stent graft system had been implanted in the patient. The maximum aaa diameter measured 54mm, and contrast was seen within the distal sac from bilateral distal type ib endoleaks. Both limbs appeared to have migrated out of their respective iliac arteries and were positioned ~2cm above the distal aorta. The limb were acutely angulated anteriorly at their take-off and were sharply angulated 90 deg posteriorly as they coursed distally into the bottom of the aaa sac. The iliac arteries appeared extensively diseased and calcified bilaterally. The right common iliac artery was aneurysmal and the origin of the right external iliac was severely tortuous and stenotic, ranging from ~5 ¿ 8mm in flow lumen diameter near the tortuous origin. The left common iliac artery was mildly tortuous, and ranged in flow lumen diameter from ~16 ¿ 13 mm, and the left external ranged in flow lumen diameter from 10 ¿ 6 ¿ 8mm. It is possible that disease progression (iliac artery dilatation) and aneurysm morphology changes as noted by the stent graft limb angulation, may have contributed to the bilateral limb migration and resulting distal type I endoleaks. The cause of the tip detachment could not be determined. Images during the intervention were not available, including the location and details of the tip detachment event, and the detachment could not be assessed. It is possible that the iliac vessel morphology, as highlighted by the severely tortuous and stenotic right external iliac artery note prior to the intervention, may have contributed. A device issue also cannot be ruled out as a potential cause of the tip detachment. The delivery system has been returned for investigation and is pending analysis. The results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for an unknown endovascular treatment. During the index procedure, it was reported that after the iliac extension stent graft had been implanted in the patient, the first conical white piece of the delivery system detached while the delivery system was being removed. The tip was removed by a snare and the event is reported to have been resolved. Per the physician the cause of the event is undetermined and the procedure was completed as following IFU guidelines. It is not known at what stage the detachment occurred and was observed when the delivery system was removed from the patient. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Product evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The spiral lumen and tapered tip had detached at the stent stop. Kink/twisting was observed at a number of points along the length of the graft cover. The remains of the spiral lumen at the stent stop were twisted indicating the device may have been seen excessive torquing prior to detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was noted that during positioning there was some resistance maybe due to narrow external iliac, tortuosity and calcification. The stent graft was deployed in the desired location and no resistance or rotation of the device was noted on removal or retraction of the delivery system. If information is provided in the future, a supplemental report will be issued.